Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.cloud - locked down/smartphonedata not availablecloud - omnipod 5 software app versiondata not availablecloud - smartphone operating systemdata not availablecloud - smartphone hardwaredata not availablecloud - cgm sensor typedata not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the charging cable for her omnipod 5 personal diabetes manager (pdm), emits a whining noise when plugged into any electrical outlet and becomes excessively hot during use. The patient was not able to confirm if the charger or the adaptor caused the issue. The patient confirmed to be using the original insulet-supplied charger and adaptor. The patient will be issued a new device.